Event description:
Multiple nxstage dialysate bags found to be broken/leaking at seam, prior to or upon removal from outer plastic covering. Lot numbers include: q2107937; q2107147; q2111296; q2108435; q2111201; q2112620; q2205420; q2202483; q2205476; q2205420; q2205420; q2208255; q2108433.